Event description:
It was reported that post implant, lead dislodgement was suspected. On (B)(6) 2013 the lead exhibited high thresholds and the lead was repositioned successfully. The patient was seen again on (B)(6) 2013 and all measurements were good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.